Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was symptomatic pelvic relaxation and stress urinary incontinence. The findings were uterus was slightly enlarged with a fibroid uterus, normal-appearing ovaries, prolapse of uterus, cystourethrocele and rectocele.